Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: the product evaluation shows, the returned 3.5mm locking screw is in two parts, the shaft of the screw and head of the screw are no longer attached to each other, the threading of the screw and the driver recess shows no signs of damage. One 3.5mm locking screw, self-tapping 44mm (212.134, lot unknown, mfg date unknown). The fracture pattern appears to have been caused by shear forces. While the complaint states that the screw was found to be broken during the explant process, it is unknown when the screw broke. It is unknown what plate this screw had been inserted into, if the screw was inserted into a locking hole, or if a torque limiting handle was used during insertion. The root cause for this screw breaking is indeterminate. The most design of this family of screws was reviewed and the design, material, and finishing processes were found to be adequate for the intended use of this device. As the head of the screw does not contain etching, this screw was manufactured prior to the release of a different revision, the only change implemented during this revision was the inclusion of etching device information on the screw head. This complaint is confirmed; however, the root cause is undetermined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a review of the device history records has not been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgical site became infected in and around an implanted plate. The hardware originally, implanted (B)(6) 2014 to address an open reduction internal fixation of the left distal tibia and fibula, was removed on (B)(6) 2014. 1 locking screw was found to be broken. It was reported that "the patient eventually has to have an amputation below the knee." It was also reported that there was a non-union of the fracture site. This report is 1 of 2 for (B)(4).